Event description:
It was reported that the pt had the stimulation in the wrong location which never made it to her legs to cover the pain. It was noted that one of the "lines moved". The device system was explanted approx 2 months post implantation. Unable to follow up with the contact info provided, hence no additional info was obtained.

Manufacturer narrative:
(B) (4).